Event description:
It was reported that the patient underwent a c4-c5 anterior cervical discectomy and fusion using rhbmp-2/acs and puregen. Reportedly, after the surgery the patient got progressively worse. He experienced severe pain in his neck, numbness and trembling in his right arm radiating to his fingers, trouble swallowing, and retrograde ejaculation. It was reported that the patient has experienced severe and permanent injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with: cervical disc herniation, (c4-c5). Cervical spinal stenosis, (c4-c5). Bilateral foraminal stenosis, (c4-c5). Cervical radiculopathy, c4-c5 bilaterally and underwent the following procedures: anterior cervical discectomy, (c4-c5) anterior cervical fusion using allograft. Placement of anterior interbody cage, (c4-c5). Anterior cervical instrumentation, (c4-c5). As per op-notes, ¿the cage was packed with graft material and then mounted on the mis assembly and placed in the disc space between c4-c5 while gentle traction was applied to the head by the anesthesiologist.¿ rhbmp-2/acs was used in the surgery with no intra-operative complications. On (B)(6) 2014: the patient underwent an MRI exam. Impression: previous fusion c4-c7. Mild stable protrusion at c7-t1 when compared to (B)(6) 2012. No significant neural element compression. No canal stenosis or foraminal narrowing. Normal cord. Normal alignment.